Event description:
It was reported that the customer had a unresponsive buttons. The customer blood glucose level was 184 mg/dl. Caller states that the customer jumped into a pool with the insulin pump. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.